Event description:
It was reported via e-mail, the insulin pump was malfunctioning as it had to do frequent battery changes and has to restart the insulin pump in order to complete rewind. Customer declined being transferred to perform troubleshooting. The device is not being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.